Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. As received, the cable connecting the distribution node and the rear therapy electrode was cut. The root cause of the damaged cable and internal wires was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the damaged cable. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data has detected a reportable event. Upon service investigation, electrode belt (B)(4) was found to have a cut cable. The last patient to use this belt did not report any deficiencies.